Event description:
Procedure type: low anterior resection. According to the reporter: the eea was used with a linear stapler for a lar with double stapling technique. There was a staple line leak, and the patient was re-operated in late 2008. A temporary colostomy was performed. No further leaks were reported.